Event description:
The pt reportedly experienced intermittencies and loss of lock with her device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.